Event description:
Caller alleged imprecision with inratio: results as follows: first test inr = 2.5 second test inr = 2.2. Updated in 2007: first test inr = 1.2. Second test inr = 1.2.

Manufacturer narrative:
Iratio precision data provided by end-user lot 060318: first test inr = 2.5; second test inr = 2.2; mean 2.55; sd = .012; %cv = 9.0. Ts updated 2007. First test inr = 1.2; second test inr = 1.2; mean = 1.2; sd = 0.0; %cv = 0.0. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.